Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and charging cable. There was no reported impact to the customer's blood glucose level. The customer was able to successfully charge the pump using alternate charging supplies.